Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is being kept by the hospital risk management department.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient''s anatomy was tortuous. During the procedure, while in use with a neuron max 6f 088 long sheath (neuron max) and a penumbra system ace 68 reperfusion catheter (ace68), the tip of the 3maxc came off and the physician had to snare it out the patient¿s body. The procedure was completed using another 3maxc, the same neuron max and ace68. There was no report of an adverse effect to the patient.